Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was asymptomatic during routine followup in clinic. The right ventricular lead exhibited low impedance and increase in capture and sensing anomaly. For the time being no intervention was planned and the patent would continue to be monitored.